Event description:
Unomedical reference number (B)(4). Event occurred the united states. On 11- 04-2024 patient reported occlusion at infusion set site. Patient noticed this issue within 3 hours of insertion. Site of insertion was upper buttocks. Occlusion troubleshooting indicate that issue was with infusion set site.furthermore, it was reported that patient's blood glucose was displayed high but specific value unknown. The patient received correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information availabl